Event description:
Updated information reported that the vessel location, vessel conditions and pre-dilation status are unknown, not a 90% stenosed, moderately tortuous left antebrachial vein as previously reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: a visual and microscopic examination identified the stent had moved forward distally by 4mm and there was distal stent damage. The struts on the first three rows on the distal end of the stent were bunched up and raised up and bent back proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous left antebrachial vein. There was no vessel calcification. Pre-dilaton was performed and then a 2.5x12mm promus element stent was advanced for treatment but could not cross the lesion. Upon withdrawal, resistance was met and it was noted that the proximal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).device is combination product.(B)(4).